Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was undergoing surgical intervention on (B)(6) 2017 to implant permanent leads and the surgeon discovered a mass. The procedure was abandoned. No product was implanted.